Event description:
The blood glucose device generated an e-5 message and the next attempt to take blood glucose result yielded a result of 328 mg/dl. It was reported customer felt the reading was too high and performed a back to back which measured 104 mg/dl. No actions were taken and no treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.